Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
It has been reported that the principal shaft has disassociated from the femoral component.

Manufacturer narrative:
The exact cause of the event could not be determined because further information such as pre-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends.

Event description:
It has been reported that the principal shaft has disassociated from the femoral component.